Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experienced high blood glucose of 500 mg/dl. Customer¿s other blood glucose was 600 mg/dl. The customer did experienced the symptoms such as nausea. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer was using auto mode during high blood glucose. Customer also reported that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.